Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2012408. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained. The retained samples were evaluated and no signs of leakage were identified. Per the investigation results, an exact cause could not be determined for this reported incident. H3 other text : see h10

Event description:
It was reported that 100 syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: " a number of these syringes were leaking and therefore were unable to use. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 100 syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: " a number of these syringes were leaking and therefore were unable to use. "